Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed the test cut, the handle was damaged, the cutter was damaged, the roller was worn, the unit was out of calibration and the side plates needed to be updated; however, the repair has not been completed due awaiting on material for repair. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: switzerland.

Event description:
It was reported that during maintenance inspection, device required repair for the following: out of calibration; damaged handle; damaged cutter; worn roller and screws; side plate update. During product evaluation, the unit failed the test cut. No patient involvement or impact. Due diligence information complete. There was no adverse event associated with this malfunction.